Event description:
The device was used during a gastrectomy procedure. Reportedly, the instrument partially fired. The surgeon applied another device and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The instrument evaluation revealed no abnormalities that would have caused or contributed to the difficulty reported. The instrument loaded and fired properly.